Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient had an ongoing low flow alarm. The patient's two controllers had 2.0 low flow upgrade performed. It was additionally reported that the patient had right ventricular dysfunction prior to implant which was thought to be the large reason for the low flows. The rotation per minute (rpm) could not increase and also high pulsatility index (pi) events were noted. The blood pressure (bp) was well managed, and the patient also had small body surface area. The patient had low flow alarm set at 2lpm since implant. Low flow alarms occurred periodically for the patient even with the low flow software upgrade. The rpm was increased as high as possible with right ventricular dysfunction. The low flows usually occurred early morning when the patient got up to go to the bathroom after void four times overnight and not rehydrating. The patient was advised to increase fluid intake overnight and total fluid restriction had been increased with slight improvement. The patient usually had dizziness and felt unwell during the alarm but resolved when the flow returned to normal. The event log file captured one audible low flow event on 23oct2025 at 0242 with flows noted as low as 1.6lpm. This lower flow was likely patient related as it was associated with elevated pulsatility index (pi) values. It was noted that other times in the low file where the estimated flow was right below 2.5lpm threshold but was not sustained long enough to trigger the audible alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient had ongoing low flow alarms and had low flow software upgrades performed on their system controllers. No low flows have occurred since, and the patient was reportedly feeling well. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the right heart failure was a factor of not being able to increase speed to help improve low flows, but not device related. The patient exhibited minimal fatigue. Fluid restriction was increased due to low flows but no other changed were made as treatment. The event resolved with no low flows since and the patient was reportedly feeling well.